Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7090163.

Event description:
It was reported that the patient was experiencing discomfort at the entry site in the lower back that was making it difficult for the patient to sleep at night. The patient had a lead pull, and all explanted leads will not be returned.